Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensed noise was observed during a follow-up. Patient had been having dizziness and near syncope, and has intermittent heart block. When the device was interrogated there was noise artifact noted on both rv and ra leads. Isometrics were performed but noise was not reproduced. Another attempt was performed during revision and noise was only reproduced on the rv lead. The rv lead was capped and replaced. It was undetermined if the device could also have contributed the noise, the physician chose to explant and replaced the device. Patient experienced lightheadedness before the procedure but was fine during and after the procedure, and discharged the following day.